Event description:
On (B)(6) 2024 at approximately 0800 debris was noted in the threads of a piece that screws on an impactor. This debris was found prior to the patient being brought back to the or suite, for a shoulder surgical case. The nurse in the room opened the backup tray and the same instrument had similar debris. After further investigation of the ifus, count sheet, and calling zimmer customer service, the piece should be lock-tied together and should be considered 1 piece not 2. The tip of the impactor should not come apart and if it does it should be considered damaged and sent back to the company for repair. After discussing this issue with our local (B)(6) representative, sending them back to zimmer for repair was not an option because it would become too costly. Ultimately we are buying the set so that we can maintain it ourselves and provide the safest care for our veteran patients. Reference report: mw5157419.